Event description:
Pt was undergoing an electrophysiology study with ablation via cardiac catheterization. The cryoconsole machine had given two error messages at two separate intervals of 50012 (refrigerant delivery path may be obstructed). The pt suddenly developed electrical mechanical disassociation and despite resuscitative measures expired. It is unk if the sudden cardiac arrest to a potential equipment malfunction.